Manufacturer narrative:
Investigation is ongoing. Device was discarded at the facility.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, tracking difficulty and aortic injury occurred. As the vessel was angulated, the delivery system experienced some resistance during advancing the aorta. After the valve was implanted, hemodynamics was unstable. As the patient had severely angulated aorta from diaphragm position to descending aorta, vascular complication was suspected. Angiography revealed oozing from the angulated area of the aorta. A stent graft was implanted hemostasis was achieved.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component code, corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to navigate the catheter through the anatomy. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed as neither the complaint device nor applicable imagery was provided for review. The complaint description states, 'as the vessel was angulated, the delivery system experienced some resistance during advancing the aorta.' Additionally reported, 'as the patient had severely angulated aorta from diaphragm position to descending aorta, vascular complication was suspected.' As such, it is possible that patient factors such as tortuosity may contribute to tracking and withdrawal difficulties. A tortuous, 'severely angulated' aorta can present difficult angles or a constrained condition in the anatomy, resulting in higher resistance for the devices to overcome while tracking. This can potentially contribute to the reported difficulty felt when attempting to track the delivery system through the patient's anatomy. Without additional information or imagery, a definitive root cause was unable to be determined at this time. However, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.